Manufacturer narrative:
Per good faith effort (gfe) response, the customer confirmed that the power management (pm) printed circuit board assembly (pcba) was ultimately replaced. The software was not reinstalled, and the central processing unit (cpu) pcba was not replaced. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1101 "ventilator restarted due to anomalies detected during operation" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The agiliti field service engineer (fse) identified the 1101 "ventilator restarted due to anomalies detected during operation" error in the significant event log while completing a field change order (fco). The remote service engineer (rse) informed the customer that the latest version of the service manual is version t. The biomedical engineer (bme) confirmed the 1101 diagnostic code in the significant event log, which indicates that the ventilator restarted due to anomalies detected during operation-- this could include invalid or corrupted information, unanticipated situations, or object allocation errors (if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required). The rse advised the customer of the troubleshooting steps which included reinstalling the operational software and replacing the central processing unit (cpu) printed circuit board assembly (pcba). The rse also advised the customer to proceed with updating the v60 to the fourth-generation power management (pm) pcba. Investigation is ongoing.